Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The physician reported it to be a gradual rise. All other measurements are within normal range. A technical service (ts) consultant recommended lead integrity testing. The device remains implanted. No adverse patient effects were reported.